Event description:
It was reported that after two cleo infusion sites had been changed early, one site had been replaced immediately after insertion due to a visibly kinked cannula. There were increased glucose levels. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.